Manufacturer narrative:
(B)(4). Concomitant medical product: zimmer biomet sternalock blu system screw, cancellous cross-drive locking catalog #: 73-2414 lot #: ni; zimmer biomet sternalock blu system plate, 8 hole x catalog# 73-2623 lot #: ni; zimmer biomet sternalock blu system plate, 8 hole straight catalog# 73-1952 lot #: ni. The user facility is foreign; therefore a facility medwatch report will not be available. Report source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00334, and 0001032347-2019-00335.

Event description:
It was reported that the patient underwent bypass surgery in 2016. The sternlock product was implanted in spring/summer 2017 after a sternal wound healing disorder. After approximately two years, imaging showed transverse fractures and dehiscence at the manubrium/xiphoid. Upon removal of the product, three screws were fractured at the lower threads. The lower part of the threads were not removed from the patient's bone.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. Three (3) of the explanted screws fractured. The three (3) scrw 2.4x14mm cancelous lockng (part# 73-2414, lot# unk) were returned for investigation without the other implants that were removed in the revision surgery. It was reported that these products were implanted in the spring or summer of 2017 and were explanted may 23, 2019 due to the sternum showing transverse fractures and dehiscence at the manubrium/xiphoid. Visual evaluation of the screws showed that they were clearly fractured along the bone threads, therefore the complaint is confirmed. No scans, x-rays, or physician report were provided. The fractured screws were sent out for analysis to determine the root cause of the fractures. The longest of the three screws showed four possible crack initiation sites, had a rough fracture surface with no arrest lines, and a fracture hinge area. The lack of arrest lines indicates that this was likely a fast fracture. The medium length screw showed four possible crack initiation sites identified, two crack arrest lines, and a fracture hinge area. The shortest of the three screws showed six possible crack initiation sites, two crack arrest lines, and a fracture hinge area. The crack arrest lines on the medium and short screws indicate that the fractures may have occurred due to material fatigue. There are no indications of manufacturing defects. For this part (73-2414) and the previous one year (from the notification date), there is a complaint rate of 0.21%, which is already below the occurrence rate of this failure mode, no further review is necessary. The most likely underlying cause could not be determined due to the lack of information provided. It is possible that the patient's post-op professional activity over stressed the implants or the patient's high bmi or diabetes contributed to the failure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.